Manufacturer narrative:
The reported ineffective stimulation was not confirmed. The ipg was returned without any visible anomalies or damage. It was responsive and communicated with lab utilities. It was running the therapy app and functional. It successfully bonded with a lab cp without any connectivity issues. The device was tested to manufacturing specifications using the ate and passed all tests. It also passed a lead fitment test. The ipg functioned as intended. The root cause of the reported issue could not be determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. During processing of this complaint, attempts were made to obtain complete deivce information.

Event description:
Related manufacturer reference number: 1627487-2020-48391. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken wherein the system was explanted and replaced. Surgical intervention addressed the issue.